Event description:
A caller reported an issue with the incorrect time setting on their device. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in extreme high or low readings. Customer technical support assisted the caller with updating the pump time and advised monitoring the situation, with a follow-up if the issue reappears. The caller understood and acknowledged the guidance provided.